Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (1 mg//ml at 0.1556 mg) and bupivacaine (2 mg/ml at 0.311 mg) via an implantable pump for unknown indications for use. It was reported that the pump was read at a clinic visit today and an error appeared saying the pump had been stopped for over 500 hours. The patient reported having multiple magnetic resonance imagings (MRI) done on 2024-12-16. The company representative read the pump logs and discussed the MRI and how the therapy had been working before/after that date. The logs indicated that there was a motor stall 2024-12-16 at 3:16 pm, a recovery at 3:37 pm, then another motor stall at 3:51 pm. On 2024-12-18 it showed the critical alert for pump stopped after 48 hours. The rep reinterrogated the pump which showed a motor stall recovery at the time of second pump inquiry. The patient denied experiencing withdrawal symptoms or increased pain/change in therapy. They also denied hearing alarms at any point. They would have a refill in a few months. No volume check was performed today. The issue was resolved.